Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A consumer reported that she had a lensectomy surgery. She had previously considered laser on one eye, but after two attempts at contact lenses in one eye and the nausea that followed, she found it not suitable. She was doing good with her vision but after 9 months she visited the surgeon for the fact that she cannot read without readers, also she was sensitive to light, feel nauseous. This would be accompanied by headaches. The surgeon suggested that her brain was taking a little longer to adjust. The implant was positioned perfectly had no signs of infection but did give her eye drops and medication to be safe. She was encouraged to use lubricating drop as much as needed. During the month of january while travelling she discovered her lack of focus and concentration, meant she just didn¿t feel competent to drive. Her spatial recognition felt off and she was experiencing strobing and blurring. In fact at this point she stopped reading as she was finding it exhausting. Her eyes felt so heavy, tired, irritated and gritty and there was pressure above my eyebrow and down onto my cheekbones. She was laying down in the middle of the afternoon and closing her eyes for an hour to get some relief. She was using eye drops at least 8 times a day. When working at the computer she found she was making an increasing number of errors. She was also dropping and breaking things and missing steps and edges when walking because of the blurriness in her vision. Her tear level was tested and found out to be very low and the surgeon inserted tear duct stoppers. She had a second opinion and the other surgeon said that what she was experiencing was extremely rare but not unknown to him, as he had three patients present with similar issues. He said he was reluctant to use the lenses for what l needed because in his words ¿it requires too much hand holding¿. He also wondered about the effects of lexapro and menopause on my dry eyes but said there were no studies on this. She explained that she did not have dry eyes prior to the lensectomy but had been on hrt and lexapro for nine years prior. The surgeon suggested: remove the lenses and replace them with clear lenses but this was a decision that should be made soon, so that the lenses aren¿t sticky when removed. Remove one, but this concerned him because she had been nauseous when trialling a single contact lenses. Have laser to improve the astigmatism that he detected and improve my reading. She is facing numerous vision issues which is impacting her daily activities. She is scared and frustrated. Additional information requested.

Event description:
Smdr1 additional information was provided that the patient has had punctal plugs inserted.

Manufacturer narrative:
Associated products were not provided. It is unknown if qualified associated products were used. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Corrected information provided in b.6. Lab values missed in initial report were added. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was not returned. Product history records were reviewed and documentation indicated the product met release criteria. Associated products were not provided. It is unknown if qualified associated products were used. The product investigation could not identify a root cause for the reported complaint. Each lens is subjected to a 100% assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The reporter (patient) provided follow-up information. Hcp inserted plugs in my upper tear ducts as I continue to suffer from dry eyes resulting in burning pain, soreness, tiredness, inability to read. Hcp has repeated to me that the lenses have categorically no connection to dry eye. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information was received from patient stating three years since operation. Last week physician inserted plugs in upper tear ducts as patient continue to suffer from dry eyes resulting in burning pain, soreness, tiredness, inability to read. It is certainly impacting on patient overall well-being. Physician has repeated to patient that the lenses have categorically no connection to dry eye and also considering parkinson¿s as a cause. After nearly three years patient condition has steadily worsened.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).